Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the ventilator's pressure delivery was found to be unstable. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor, system board and sensor board. The blower motor, system board and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to hall sensors being out tolerance. The system board was evaluated by the manufacturer's quality assurance laboratory and the root cause of the system board failing was caused by program corruption. The sensor board was evaluated by the manufacturer's quality assurance laboratory and the root cause of the sensor board failing was caused by flow sensor (mt5) being out of tolerance.